Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the inner pouch was partly open upon return. 55mm of the seal remained tightly sealed. A 20mm section of the adhesive strip at the likely site of opening was damaged. This is consistent with force being applied in order to open the pouch the device could not have been used as the pouch was not open enough to aid removal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the inner package seal of the 2.25x8mm taxus liberte atom was found to be 'broken' when the package was opened. The procedure was completed with another 2.25x8mm taxus liberte atom stent. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, the inner package seal of the 2.25x8mm taxus liberte atom was found to be 'broken' when the package was opened. The procedure was completed with another 2.25x8mm taxus liberte atom stent. No patient complications were reported.